Event description:
It was reported that an unspecified issue occurred with the device. There are no records of the case available. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided. Returned device analysis revealed a hypotube separation.

Manufacturer narrative:
(B)(4). Date of event - estimation. Evaluation summary: the device was returned for evaluation. The analysis did reveal a separation and kinks on the hypotube. However, without any additional information available, a conclusive cause could not be determined. Based on visual/dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the reported lot. Review of the complaint history of the reported lot was performed; however, as there was no information received with the current complaint regarding the specific issue, it is not possible to determine the similarity between the incidents. Based on the information reviewed, there is no indication of a product deficiency.